Event description:
Reporter is pt who says he lives in (B)(6). In (B)(6) he had an MRI done at (B)(6) with dr (B)(6). Soon after the MRI the pt began to experience pain. A cardiac echo done 4 weeks ago showed that the cardio seal had detached and was lost somewhere in his bloodstream.